Manufacturer narrative:
The investigation is on-going and a supplemental report will be submitted upon completion. (B)(6).

Event description:
The customer notified siemens on march 7, 2017 that when treating some patients in electron mode, the delivered dose is double of what is displayed. It was reported that the physicists are using two independent dose meters at the same time to measure the electron dose. The claim is that the absolute dose is not stable; it is either 100% correct or double the dose. The system recovers if the operator terminates the electron treatment, changes to photons and then, changes back to electrons. The customer reported that the issue is sporadic and has occurred during the treatments of three patients. However, there are no reports of injury nor overdose applied to a patient. The customer will complete the treatment course for patients by using in vivo dosimetry as the workaround. No new electron therapy patients will be scheduled for treatment until the issue is resolved. This reported issue occurred in (B)(6).